Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited outer tube was damage, welding of the insertion section was damaged, lg-bundle (light guide) of the video cable section was broken and therefore the light transmission is lost or too low, the leakage current was inadequate, image was not displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.